Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2022-02827 patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for evaluation but has not yet been received. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A technician at the user facility reported that during preparation for use, error code e315 (unsupported scope error) occurred with the subject device. There was no patient or user injury reported due to the event. The subject device is expected to be returned to an olympus service center for evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.